Event description:
Customer called to report that the insulin pump experienced a vibrate anomaly. Customer stated that the insulin pump does not vibrate when the act button is pressed or after using the up arrow when setting an easy bolus amount. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump failed to vibrate during self test and functional testing due to broken black wire on vibrator motor. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.